Manufacturer narrative:
The ge service representative review of the logs confirmed the error but was unable to reproduce the issue. However, the data acquisition board to the display power cable was damaged and replaced.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.